Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance several times. Technical services (ts) reviewed the reports and stated that the issue could be narrowed down to one of the coils. Ts provided potential causes. It was noted that the physician wanted to just reprogram the lead to exclude the coil. The device remains in use. No adverse patient effects were reported.